Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed skin irritation from the ucor hfams patch. The patient described the area as a red, stinging, itchy rash. The patient stated they do have a history of sensitive skin and /or allergies. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the patch due to skin irritation. The outcome of the skin irritation is unknown.